Manufacturer narrative:
Conclusion: vessel dissections are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00538. Device discarded by hospital.

Event description:
Patient underwent thrombectomy procedure using the penumbra system and merci retriever for an embolism in the m1. Aspiration was done with the reperfusion catheter 041 and separator 041 to debulk to clot for a total of 17 minutes. After, 4000 units of heparin were administered. CT revealed that the patient suffered arterial vessel dissection in the c1. Stenting of the c1 was performed. Patient left the hospital one month later. Physician's comment: after aspiration with the reperfusion catheter dissection in the right cervical portion of the ica was observed. The relationship between the penumbra system is not deniable.